Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump was emitting call service alarms when attempting to perform the rewind step. Reportedly, the pump was not able to complete the rewind step due to the recurring call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: a review of the pump history showed that call service alarms were recorded. During testing, the cartridge piston would not retract when the rewind step was activated. The pump emitted a call service alarm when attempting to perform the load step. The pump was opened and an intermittent connection was found on the motor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.